Event description:
Catheter venous line loosened treatment causing significant blood loss. Approx 10 minutes into treatment, blood leaked from around blue luer lock at catheter site. When touched the connection separated from the catheter. Pt lost significant amount of blood (approx 1000cc) and was hosptialized. Pt did not require transfusion or other medical intervention.